Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported receiving a recall notice on is insulin pump. The customer stated he did not have a complaint regarding the recall, but requested to have his insulin pump replaced. The customer's blood glucose was 136 mg/dl. No additional information provided.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.